Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that nine-and-a-half months ago the right ventricular (rv) lead had a high rv threshold measurement. The rv lead remains in use. No patient complications have been reported as a result of this event.